Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via phone call for high blood glucose. Customer¿s blood glucose level was 447 mg/dl and current blood glucose is 378 mg/dl. Customer treated high blood glucose with insulin pump. Customer decline troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.